Event description:
Surgery_one stage. Bone condition is moderate. Fixture was implanted #29. Infection. Recovered, no complications.

Manufacturer narrative:
A review of manufacturing records for those lots did not reveal any problems. Lack of osseointegration is a known adverse effect for all dental implants as stated in our IFU. The overall success rate for dental implants is about 95% causes bone condition, patient oral hygiene, or patient behavior. Conclusion: based our inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as infection, patient bone condition, patient oral hygiene, or patient behavior.